Event description:
It is reported that the pt was revised due to recurrent dislocations.

Manufacturer narrative:
Eval summary - the pt suffered three prior dislocations, likely due to the failure of the pt to follow post-tha precautions. Revision operative notes were provided which noted a large amount of bloody fluid from the most recent dislocation. Root cause of revision due to recurrent dislocations is likely failure to follow post operative tha precautions. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.